Event description:
Uncomfortable condition in the knee (unspecified) [arthropathy]. Fluid retention (left knee) [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 (additional information was received on (B)(6) 2012) from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis (grade 2). The patient¿s medical history was significant for osteoporosis, low back pain and insomnia. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g f 20) injection in left knee at a dose of 2 ml per week (route of administration not provided). The lot number for synvisc was not provided. On (B)(6) 2012, the patient had arthrocentesis (amount aspirated not provided) and received the third injection of synvisc. On (B)(6) 2012, the patient experienced uncomfortable condition in the knee (unspecified) and had fluid retention 65cc (left knee). On the same day, the patient received treatment with lidocaine 1% and dexamethasone sodium phosphate at a dose of 1.65mg. It was reported that on (B)(6) 2012, the event of fluid retention (left knee) was improved and again worsened in the evening same day. On (B)(6) 2012, the patient developed fluid retention 50 cc. The action taken with synvisc treatment was not provided. The outcome for the events of fluid retention (knee) was not yet recovered and for the event of uncomfortable condition in the knee (unspecified) was not provided. Relevant concomitant medications included raloxifene hydrochloride, loxoprofen sodium hydrate and zolpidem tartrate. The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and the event of fluid retention as definite and did not provide relationship between synvisc and the event of uncomfortable condition in the knee (unspecified). The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The MFR's comment: the benefit-risk relationship of the product is not affected by this report.